Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash and alopecia outcome was unknown. The reporter considered alopecia, pelvic pain, rash and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and autoimmune disorder ("autoimmune disorder type of disorder: getting tested; intense seeing") in a 43-year-old female patient who had essure (batch no. D13377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included adhd and asthma. Concurrent conditions included overweight, joint pain, vaginal pain, burning sensation, cramp in lower abdomen, menses irregular, dizziness, fibromyalgia, irritable bowel syndrome, heartbeats irregular, menstruation abnormal, squamous cell metaplasia, anxiety and breast calcifications since 2013. Concomitant products included cilest (ortho tricyclen) from 2005 to 2017 for heavy periods as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ascorbic acid from 2017 to 2018, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), bupropion hydrochloride (wellbutrin), clonazepam (klonopin) since 2003, diazepam (valium) since 2016, duloxetine hydrochloride (cymbalta) since 2003, gabapentin since 2011, oxcarbazepine (trileptal) since 2003 and salbutamol (albuterol). In 2016, the patient was found to have weight increased ("weight gain / weight gain/ loss (specify which one)") and experienced fatigue ("fatigue"), endometrial disorder ("reproductive system disorder or condition type of disorder or condition: endometrial condition never diagnosed with prior"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: felt menopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced rash ("skin rash / rashes or skin conditions type: on head"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depressed mood ("psychological or psychiatric problems condition: felt even more depressed") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2017, the patient experienced noninfective gingivitis ("dental problems inflamed gums") and gingival bleeding ("dental problems bleeding gums"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), bone pain ("burning pain in bones throughout body"), muscle twitching ("twitching"), tooth fracture ("dental problems teeth breakage"), allergy to metals ("nickel allergy"), polyp ("tumor / teratoma / cancer type: polyps") and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full)¸salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the autoimmune disorder, rash, alopecia, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depressed mood, bone pain, muscle twitching, fatigue, bladder disorder, urinary tract disorder, migraine, headache, endometrial disorder, palpitations, nausea, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, polyp, vision blurred, diarrhoea, noninfective gingivitis and gingival bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bone pain, depressed mood, diarrhoea, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, female sexual dysfunction, gingival bleeding, headache, menopausal symptoms, menorrhagia, migraine, muscle twitching, nausea, noninfective gingivitis, palpitations, pelvic pain, polyp, rash, tooth fracture, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, headaches, vision blurred, abdominal pain, weight increased, nausea, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events: teeth breakage, inflamed gums, bleeding gums, abdominal pain lower were added. Event onset date and outcome were updated. Concomitant drugs were added. Reporter causality comment was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder type of disorder: getting tested; intense seering") in a 43-year-old female patient who had essure (batch no. D13377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included adhd, fibromyalgia, asthma, irritable bowel syndrome and anxiety. Concurrent conditions included overweight, joint pain, vaginal pain, burning sensation, cramp in lower abdomen, menses irregular, dizziness, heartbeats irregular, menstruation abnormal and squamous cell metaplasia. Concomitant products included cilest (ortho tricyclen) from 2005 to 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menopausal symptoms ("hormonal changes describe: felt menopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced weight increased ("weight gain"), nausea ("nausea") and vision blurred ("vision/eye problems type: blurred vision"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("skin rash / rashes or skin conditions type: on head"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depressed mood ("psychological or psychiatric problems condition: felt even more depressed"), bone pain ("burning pain in bones"), muscle twitching ("twitching"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), dysuria ("bladder or urinary problems or changes"), endometrial disorder ("reproductive system disorder or condition type of disorder or condition: endometrial condition never diagnosed with prior"), palpitations ("blood or heart disorder/condition type: heart palpitations"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), polyp ("tumor / teratoma / cancer type: polyps") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full)¸salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, rash, alopecia, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depressed mood, bone pain, muscle twitching, fatigue, bladder disorder, dysuria, migraine, headache, endometrial disorder, palpitations, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, polyp, vision blurred, diarrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bone pain, depressed mood, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, endometrial disorder, fatigue, female sexual dysfunction, headache, menopausal symptoms, menorrhagia, migraine, muscle twitching, nausea, palpitations, pelvic pain, polyp, rash, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, headaches, vision blurred, abdominal pain, weight increased, nausea, fatigue. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs: felt menopausal, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: felt even more depressed, autoimmune disorder type of disorder: getting tested; intense seering, burning pain in bones throughout body; twitching; fatigue, rashes or skin conditions type: on head, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometrial condition never diagnosed with prior, heart palpitations, nausea, dental problems, nickel allergy, dysmenorrhea, dyspareunia, tumor / teratoma / cancer type: polyps, blurred vision, diarrhea, abdominal pain, did not undergo confirmation test. Concomitant disease, historical condition, concomitant drug, plaintiff name were added. Onset date of event pelvic pain, weight increased were update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder type of disorder: getting tested; intense seering") in a 43-year-old female patient who had essure (batch no: d13377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included adhd, fibromyalgia, asthma, irritable bowel syndrome and anxiety. Concurrent conditions included overweight, joint pain, vaginal pain, burning sensation, cramp in lower abdomen, menses irregular, dizziness, heartbeats irregular, menstruation abnormal and squamous cell metaplasia. Concomitant products included cilest (ortho tricyclen) from 2005 to 2017. In 2016, the patient experienced weight increased ("weight gain"), nausea ("nausea") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced menopausal symptoms ("hormonal changes describe: felt menopausal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("skin rash / rashes or skin conditions type: on head"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depressed mood ("psychological or psychiatric problems condition: felt even more depressed"), bone pain ("burning pain in bones"), muscle twitching ("twitching"), fatigue ("fatigue"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), endometrial disorder ("reproductive system disorder or condition type of disorder or condition: endometrial condition never diagnosed with prior"), palpitations ("blood or heart disorder/condition type: heart palpitations"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), polyp ("tumor / teratoma / cancer type: polyps") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full)¸ salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, rash, alopecia, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depressed mood, bone pain, muscle twitching, fatigue, bladder disorder, urinary tract disorder, migraine, headache, endometrial disorder, palpitations, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, polyp, vision blurred, diarrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bone pain, depressed mood, diarrhoea, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, female sexual dysfunction, headache, menopausal symptoms, menorrhagia, migraine, muscle twitching, nausea, palpitations, pelvic pain, polyp, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, headaches, vision blurred, abdominal pain, weight increased, nausea, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 43-year-old female patient who had essure (batch no. D13377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included adhd, asthma and arthritis. Concurrent conditions included breast calcifications since 2013, overweight, joint pain, vaginal pain, burning sensation, cramp in lower abdomen, menses irregular, dizziness, fibromyalgia, irritable bowel syndrome, heartbeats irregular, menstruation abnormal, squamous cell metaplasia and anxiety. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2005 to 2017 for heavy periods as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ascorbic acid from 2017 to 2018, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), bupropion hydrochloride (wellbutrin), clonazepam (klonopin) since 2003, diazepam (valium) since 2016, duloxetine hydrochloride (cymbalta) since 2003, gabapentin since 2011, oxcarbazepine (trileptal) since 2003 and salbutamol (albuterol). In 2016, the patient was found to have weight increased ("weight gain / weight gain/ loss (specify which one)") and experienced fatigue ("fatigue"), endometrial disorder ("reproductive system disorder or condition type of disorder or condition: endometrial condition never diagnosed with prior"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea") and vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: felt menopausal / going to start menopause soon"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced rash ("skin rash / rashes or skin conditions type: on head"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depressed mood ("psychological or psychiatric problems condition: felt even more depressed") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2017, the patient experienced noninfective gingivitis ("dental problems inflamed gums") and gingival bleeding ("dental problems bleeding gums"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder type of disorder: getting tested; intense seering"), bone pain ("burning pain in bones throughout body"), muscle twitching ("twitching"), tooth fracture ("dental problems teeth breakage"), allergy to metals ("nickel allergy"), polyp ("tumor / teratoma / cancer type: polyps"), abdominal pain lower ("cramping"), skin disorder ("red bumps all over my scalp"), pruritus ("itchy"), pain ("sore"), erythema ("red and weird face"), dyspnoea ("breathing problems"), flushing ("flush"), inflammation ("inflammation"), fluid retention ("water retention"), scar ("scar tissue"), malaise ("I am sick"), burning sensation ("burning"), skin lesion ("lesion on my scalp"), abdominal distension ("I always had a flat stomach"), fibromyalgia ("I have fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), intervertebral disc degeneration ("degenerative disc disease"), intervertebral disc protrusion ("bulging disc (6)"), scoliosis ("scoliosis"), cervical radiculopathy ("cervical radiculopathy"), neuralgia ("nerve pain"), fear ("I'm still scared"), mood swings ("mood swing") and gastric disorder ("stomach issue"), underwent therapeutic procedure ("uterine cauterization") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full)¸salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the autoimmune disorder, rash, alopecia, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depressed mood, bone pain, muscle twitching, fatigue, bladder disorder, urinary tract disorder, migraine, headache, endometrial disorder, palpitations, nausea, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, polyp, vision blurred, diarrhoea, noninfective gingivitis, gingival bleeding, skin disorder, pruritus, pain, erythema, dyspnoea, flushing, inflammation, fluid retention, therapeutic procedure, scar, malaise, skin lesion, abdominal distension, fibromyalgia, rheumatoid arthritis, intervertebral disc degeneration, intervertebral disc protrusion, scoliosis, cervical radiculopathy, neuralgia, fear, weight decreased and gastric disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bone pain, burning sensation, cervical radiculopathy, depressed mood, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, endometrial disorder, erythema, fatigue, fear, female sexual dysfunction, fibromyalgia, fluid retention, flushing, gastric disorder, gingival bleeding, headache, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, malaise, menopausal symptoms, menorrhagia, migraine, mood swings, muscle twitching, nausea, neuralgia, noninfective gingivitis, pain, palpitations, pelvic pain, polyp, pruritus, rash, rheumatoid arthritis, scar, scoliosis, skin disorder, skin lesion, therapeutic procedure, tooth fracture, urinary tract disorder, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query: event" uterine cauterization" was recoded to llt "therapeutic procedure nos (previously reported as cauterization) ". No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and autoimmune disorder ('autoimmune disorder type of disorder: getting tested; intense seering') in a 43-year-old female patient who had essure (batch no. D13377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included adhd, asthma and arthritis. Concurrent conditions included breast calcifications since 2013, overweight, joint pain, vaginal pain, burning sensation, cramp in lower abdomen, menses irregular, dizziness, fibromyalgia, irritable bowel syndrome, heartbeats irregular, menstruation abnormal, squamous cell metaplasia and anxiety. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2005 to 2017 for heavy periods as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ascorbic acid from 2017 to 2018, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), bupropion hydrochloride (wellbutrin), clonazepam (klonopin) since 2003, diazepam (valium) since 2016, duloxetine hydrochloride (cymbalta) since 2003, gabapentin since 2011, oxcarbazepine (trileptal) since 2003 and salbutamol (albuterol). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight gain / weight gain/ loss (specify which one)") and experienced fatigue ("fatigue"), endometrial disorder ("reproductive system disorder or condition type of disorder or condition: endometrial condition never diagnosed with prior"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: felt menopausal / going to start menopause soon"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced rash ("skin rash / rashes or skin conditions type: on head"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depressed mood ("psychological or psychiatric problems condition: felt even more depressed") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2017, the patient experienced noninfective gingivitis ("dental problems inflamed gums") and gingival bleeding ("dental problems bleeding gums"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), bone pain ("burning pain in bones throughout body"), muscle twitching ("twitching"), tooth fracture ("dental problems teeth breakage"), allergy to metals ("nickel allergy"), polyp ("tumor / teratoma / cancer type: polyps"), abdominal pain lower ("cramping"), skin disorder ("red bumps all over my scalp"), pruritus ("itchy"), pain ("sore"), erythema ("red and weird face"), dyspnoea ("breathing problems"), flushing ("flush"), inflammation ("inflammation"), fluid retention ("water retention"), scar ("scar tissue"), malaise ("I am sick"), burning sensation ("burning"), skin lesion ("lesion on my scalp"), abdominal distension ("I always had a flat stomach"), fibromyalgia ("I have fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), intervertebral disc degeneration ("degenerative disc disease"), intervertebral disc protrusion ("bulging disc (6)"), scoliosis ("scoliosis"), cervical radiculopathy ("cervical radiculopathy"), neuralgia ("nerve pain"), fear ("I'm still scared"), mood swings ("mood swing") and gastric disorder ("stomach issue"), underwent therapeutic procedure ("uterine cauterization") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full)¸salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the autoimmune disorder, rash, alopecia, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depressed mood, bone pain, muscle twitching, fatigue, bladder disorder, urinary tract disorder, migraine, headache, endometrial disorder, palpitations, nausea, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, polyp, vision blurred, diarrhoea, noninfective gingivitis, gingival bleeding, skin disorder, pruritus, pain, erythema, dyspnoea, flushing, inflammation, fluid retention, therapeutic procedure, scar, malaise, skin lesion, abdominal distension, fibromyalgia, rheumatoid arthritis, intervertebral disc degeneration, intervertebral disc protrusion, scoliosis, cervical radiculopathy, neuralgia, fear, weight decreased and gastric disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, bladder disorder, bone pain, burning sensation, cervical radiculopathy, depressed mood, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, endometrial disorder, erythema, fatigue, fear, female sexual dysfunction, fibromyalgia, fluid retention, flushing, gastric disorder, gingival bleeding, headache, inflammation, intervertebral disc degeneration, intervertebral disc protrusion, malaise, menopausal symptoms, menorrhagia, migraine, mood swings, muscle twitching, nausea, neuralgia, noninfective gingivitis, pain, palpitations, pelvic pain, polyp, pruritus, rash, rheumatoid arthritis, scar, scoliosis, skin disorder, skin lesion, therapeutic procedure, tooth fracture, urinary tract disorder, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media was received. New events inflammation, flush, breathing problems, red face, sore, itchy, red bumps on scalp, water retention, uterine cauterization, scar tissue, sick, burning, lesion on my scalp, flat stomach, fibromyalgia, rheumatoid arthritis, degenerative disc disease, bulging disc, scoliosis, cervical radiculopathy, nerve pain, fear, weight loss, mood swing, stomach issue were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.